Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil non-detachment during a procedure. The patient was undergoing treatment for a ruptured anterior communicating artery aneurysm and subarachnoid hemorrhage. It was reported that during the procedure, the coil was unable to be detached. Both mechanical and manual detachment methods were attempted without success. The coil was removed. Afterward, a new coil of a different size was used without further issues. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The axium coil was returned for evaluation already outside of, and without the introducer sheath. The axium pushwire was found to be broken on the proximal end with a broken release wire extending out from the proximal end for the length of approximately 8.0cm. The proximal tip of the pushwire containing the tack weld replacement (twr) crimps was not returned. The total pushwire was measured and found to be approximately 179.7cm in length. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be damaged and the implant coil was found to be still attached to the pushwire. The axium implant coil was found to be damaged and stretched with the polypropylene filament intact. There was an appearance of dried blood and/or contrast under the outer jacket and within the skive area. All other subassemblies appeared to be normal and no other anomalies were observed. The pushwire was intentionally broken at the manual detachment location and the release wire was pulled back. Resistance was encountered, and the release wire broke. The implant coil remained attached to the pushwire. The outer jacket was then removed, and the coin and skive area were cleaned. During cleaning and removing the coin from the lumen stop, the coin became broken and pulled back from the lumen stop. Due to the damaged condition of the coin, it could not be measured. The distal end of the release wire was inadvertently lost. Subsequently the implant coil detached from the pushwire as intended. The detach element was in good shape and the detachment ball was found to be within specification per dwgs50566 rev. A. Specification = 0.0038" +/- 0.00010". The detachment ball was measured to be 0.0037". The inner diameter of the lumen stop showed evidence of the coin jammed against the lumen stop; however, the lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID I s 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.00252". The retainer ring appeared to be damaged (ovalized). The retainer ring inner diameter (ID) could not be measured because of its damaged condition. The lot history records of the retainer ring (part 50523-001 / lots a430135 and a427927) have been reviewed and no quality issues were noted. No other anomalies were observed. It is likely that the coin jammed against the lumen stop which led to the failure of the implant coil from detaching from the pushwire. This is evidenced by the anomalies found during evaluation of the lumen stop. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.